Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-mar-2019 at which time it was reported that after the physician was unable to aspirate from the catheter, she proceeded to inject approximately 2 ml of contrast and was unable to see it anywhere. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6)2019 it was reported that patient stated she was experiencing withdrawal symptoms. Per the reporter, they had planned to do a dye study, but the healthcare provider was not able to aspirate out of the catheter, so they did not plan to proceed with the dye study. The pump was interrogated, and everything was normal, no alarms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the inability to aspirate was not determined. No other actions were taken. Dye injection did not show leakage into tissue. No further complications were reported or anticipated.